Event description:
A regular follow-up was performed on (B)(6) 2013. An increase in ventricular lead impedance and ventricular threshold was observed compared to previous follow-up data. Therefore, a re-intervention will reportedly be performed on (B)(6) 2013. Additionally, on (B)(6) 2013, it was confirmed that the follow-up files of(B)(6) 2013 had not been saved on the programmer. An error message was also displayed. An analysis is requested.

Manufacturer narrative:
(B)(4) - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.